Event description:
It was reported that an angio-seal vip was selected for use after a scheduled angiogram. The pt was reported to have severe cardiovascular disease. A pre-deployment groin shot was taken, the access sheath was above the inguinal ligament and the angio-seal was deployed. The next morning, the pt experienced a drop in blood pressure and flank pain. An ultrasound was performed which revealed retroperitoneal bleeding. The pt was given a blood transfusion. Three days later, the pt died. Reportedly, the physician knew his stick was high, and not in the common femoral artery, but still chose to close the arteriotomy with an angio-seal. No other info was available. The implant date, date of event, and date of death are month specific, the exact date was unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.